Event description:
The customer reported that while preparing for an abdominal cavity exploration procedure, his olympus evis lucera elite colonovideoscope¿s screen was blank. According to the initial reporter, the intended procedure was completed using a similar device without any patient harm.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed, an e315 (no image) error message was noted while inspecting the device. Additionally, suction cylinder was found worn and leaking. The lower angle steel wire spiral tube is de-soldered. The operation part was experiencing fluid complications. The switch was out of order. The sheath was aged. The angle was insufficient. The el part was corroded, the pliers mouth was worn, the lg insertion tube was aged, and the s-cover was found dirty. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to water invaded the device which led to abnormality of electrical parts. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope, was not displaying an image. The reported problem was observed during preparation for an abdominal cavity diagnostic procedure. There was no harm or user injury reported due to the event. The physician exchanged the device to complete the procedure. The device was returned to olympus for inspection, and the repair center observed a communication error (315) displayed intermittently which is a potential adverse event. This report is being submitted for the malfunction found during evaluation.